Event description:
The pt reportedly experienced device extrusion. The pt also developed a skin flap infection. The infection was non-purulent with leakage of a transparent fluid from a small skin flap opening. In addition the pt also had an infection of the surgical cavity with an open wound. The pt's surgeon attempted to suture the wound on (B)(6) 2010 and subsequently on (B)(6), 2010. The pt was treated with claforan, augmentin and claforan. The pt's device was explanted. The pt's infection resolved after device explantation. There are no plans for reimplantation at this time.